Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the ciaglia blue rhino percutaneous tracheostomy introducer tray had a leak in the balloon. There were no injuries or additional procedures reported. Further details were not provided.